Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that there was poor sleeve function. The following information was provided by the initial reporter: blood leakage in the holder and beside the tube when customer change tubes due blood collection. When staff during blood collection changed tubes, blood leakage from the rubber back sleeve appeared. This issue could be seen in 3 different blood collection.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.